Manufacturer narrative:
(B)(4). This device was evaluated on site by baxter personnel, and the reported problem of a damaged battery was confirmed and reproduced. The cause of the reported problem was determined to be due to a depleted battery. The battery harness and main batteries were replaced to correct the reported problem. If additional information becomes available, a follow-up report will be submitted.

Event description:
The facility representative reported a colleague infusion pump with a damaged battery. This condition had the potential to interrupt delivery. It is unknown where and during which step of the process the reported problem occurred. There was no patient involvement therefore there was no injury or medical intervention recorded. This device is a colleague pump with a user interface module software version that is currently unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4). After further investigation by quality engineering, the assignable cause for this condition was assigned to use/user error.

Manufacturer narrative:
(B)(4). This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.